Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a femoral nailing procedure on (B)(6) 2016, during the first pass with the reamer/irrigator/aspirator (ria) instrument, a cracking sound was heard. The ria was pulled out and it was discovered that the ria drive shaft had broken. It was further reported that the patient had very hard bone. The broken fragments were easily retrieved and the procedure was completed using standard flexible reamers, which were immediately available. There was an approximate two minute surgical delay due to the reported event. There was no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) drive shaft for use with reamer/irrigator/aspirator (part 314.743 / lot 7128719) was received with the complaint category of ¿broken: intraoperatively.¿ the complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Evaluation of the returned device shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. However, it was reported that the broken piece was easily retrieved. The break is roughly spiral and located within approximately 4.6mm distal to the distal edge of the drive shaft helix to 3.5mm proximal to the distal edge of the drive shaft helix. The helix is intact, but shows surface scraping and slight deformation of the distal edge. The balance of the device shows surface scraping, but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.